Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displayed service maintenance required during self-test. There was no patient involvement.

Manufacturer narrative:
Other text: the customer called and requested if the device could be serviced over the phone. The philips remote service engineer (rse) call the customer as requested but was unable to reach the customer. The rse emailed the customer the dealer contact info if the device required service, no further information was received. The service order was closed.